Manufacturer narrative:
Per the customer complaint record, the accutni sample was collected in a plastic bd lihep plasma tube and centrifuged for seven minutes at 3200 rpm. Per the customer complaint record, accutni qc was performed on the day of the event and resulted within the customers established ranges. Specific qc data has not been supplied to date. Additional system information (i.e. System checks) has not been supplied to date. A bec field service engineer (fse) was dispatched on (B)(6) 2011 for this event and discovered multiple cracks in the fluidics manifold. The fse replaced the fluidics manifold. All repairs were verified per the established procedures and all results met the published performance specifications. Hardware is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a higher than expected troponin (accutni) result above the ami cut-off for one patient that was generated by the access 2i (lxi) immunoassay system. The erroneous result was reported out of the laboratory; however, subsequent testing produced lower results within the normal reference range. The results provided by the customer are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.